Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple keypad buttons are causing scrolling and freezing. There was no reported patient impact associated with this complaint. The patient reportedly keeps the pump on a belt and does not clean the pump. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): there is visible moisture behind the display lens. At startup, the screen is unreadable, but the pump had functional audible tones and vibratory features. A leak test revealed a display lens leak. There was no visible evidence of keypad damage, and there were no issues found with the button contacts. There was evidence of moisture and corrosion found on internal pump components. Investigation could not be adequately completed due to the unreadable display screen.